Manufacturer narrative:
During testing the device alarmed with a check cassette p alarm code. The probable cause was due to the proximal pressure sensor drift out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing at the user facility, the device alarmed with a check cassette p alarm code at start up. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical. This does not indicate a reportable malfunction. However, during verification testing at the service center the device was found to have drifted out of calibration.